Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site #12 (type ii bone). Primary stability was achieved. Osseointegration was not achieved. Bruxism due to premature loading/pressure was involved in the event. The implant was removed on (B)(6) 2013 due to mobility. Medical history: no significant findings.